Manufacturer narrative:
Additional information: annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four images were received for review. The images are low quality. The images show a possibly deformed stent on a delivery device. Deformation cannot be determined from available images. Additional information: the struts were noted to be damaged when the device was inspected after the device failed to cross the lesion. Correction: annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, the stent struts were damaged resulting in the stent failing to cross the lesion. There were no issues noted when removing the device from the hoop. The device was inspected with issues noted, struts were noted to be damaged. The lesion being treated was a non-tortuous, non-calcified lesion exhibiting 90% stenosis located at the ostial of the left main (lm) coronary artery. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was not encountered when advancing the stent and excessive force was not used. The procedure was completed using another onyx trucor 4.0 x 18mm with timi 3 flow. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.